Event description:
The date of the sae onset was on (B)(6) 2023, but the site was aware of this event today (24may2023), reporting this information to us during this morning. The reported sae has been described as stoma dehiscence with edema and erythema which led to in-patient hospitalization. The subject is a 68-year-old male patient. This subject underwent a laparoscopic sigmoidectomy on 20apr2023 for sigmoid neoplasia. It is worthy to highlight that this subject suffers from obesity and he has already suffered a complication of the intervention (anastomotic leakage in postoperative day 5 after colorectal surgery resulting in abdominal collection), for which he had to undergo urgent reoperation (ileostomy construction). During the postoperative time the subject presents a dehiscence of the stoma with subcutaneous fistulas and erythema of the area, accompanied with fever. It was treated with antibiotherapy and arginate. This problem caused a delay of 13 days in hospital discharge. On (B)(6) 2023 he was discharged from the hospital. However, due to poor management and worsening of the wound at home, he had to be rehospitalized on (B)(6) 2023. According to the investigator´s criteria, the sae has been determined not related to the procedure, nor to the investigational device.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined not related to the procedure, nor to the investigational device.